Event description:
Meter was given to customer by a friend but it didn't seem to be working properly. The customer replaced the batteries but the meter still didn't work properly. A review of the system was performed over the phone. This review indicated that segments were missing from the display. The custer was asked to return the meter for further evaluation and a replacement was provided.